Event description:
Clave injection cap utilized to maintain IV catheter. Upon inspection, silicone in cap remained stuck in down position, leaving line open with possibility of sepsis or blood loss. Pt receives clindamycin infusion through the cap.